Event description:
Edwards learned of a coronary sinus perforation that was identified by venogram during insertion of a proplege catheter during a minimally invasive aortic valve replacement (avr) case. The anesthesiologist, an experienced user of this device, reported there was no difficulty noted during pr9 insertion. Echo and fluoro were used during placement. There was no resistance and no bowing of the pr9 catheter prior to the coronary sinus perforation. During the case, the surgeon noted the patient had friable tissue. The case was completed with antegrade cardioplegia only and the patient was stable with no adverse outcomes. No intervention was performed to treat the coronary sinus perforation.

Manufacturer narrative:
The device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the cause of the coronary artery perforation. There has been no reported allegation that a product malfunction contributed to the event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU), which have been reviewed and found to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.